Event description:
It was reported that there was a blue particle in the reservoir of a small volume intermate. The reporter stated that it was embedded in the material of the stress-member plug component. The device was filled with an unspecified amount of meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from december 18, 2014 ¿ december 19, 2014. The evaluation of the returned device is complete. Visual inspection noted a blue particle, approximately 1.63 mm in length, inside of the stressmember. The particle was not in contact with the fluid pathway. No signs of a blue particle embedded in the stressmember plug were identified. Fourier transform infrared spectroscopy identified the particulate matter to be polyethylene material. The particle was determined to be a fragment of the blue coil cap shaving. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.